Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a screw fractured during an endobrow lift procedure. The surgeon attempted to insert the screw in a pre-drilled hole, however it fractured just below the head. The surgeon was able to remove the screw without any additional drilling or burring and a new screw was inserted in the same hole. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The 2.0x5mm sus push screw 2/pk (part# 915-2336, lot# 551540) was returned in a red biohazard bag. The screws were removed for visual evaluation. One of the two screws appeared to be unused. The other screw only had the hex head returned. The screw was fractured off at the minor diameter between the hex head and the screw head. The push screw itself was not returned. The hex head appeared to have some dark red residue on it, likely blood as the complaint states an attempt was made to use it in a procedure. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to the device experienced excessive force during insertion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.